Manufacturer narrative:
(B)(4). Date sent: 2/3/2025. Additional information received; potential lots number could be : c9ey01, c9ew4r, c9ek89, c9e64z & c9e35y. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that during an unknown procedure the stapler did not trigger, another device was used to complete the procedure. No patient harm or surgical delay have been reported. The non-triggering of the stacker was due to a technically faulty connection of the head to the stapler. The customer had used acoustic feedback to check that the head and stapler were securely connected, but the head still slipped off the mandrel when they were screwed together, so that the stapler could not be triggered.

Manufacturer narrative:
(B)(4). Date sent 1/24/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.